Event description:
It was reported that during unpackaging of the 3.5x15mm nc trek balloon dilatation catheter (bdc), the protective sheath was difficult to remove, thus the bdc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 3.5x15mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified the difficulty in balloon sheath removal. A search of the complaint handling database was performed and no other incidents were identified from this lot for sheath removal issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to difficulties removing the balloon protective sheath was identified. The event was possibly related to a manufacturing issue. Corrective and preventative actions were implemented. These devices will continue to be monitored.